Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: c2tr01 implantable pulse generator (B)(6) 2012; 4068-52 implantable pacing lead (B)(6) 1999; 4568-45 implantable pacing lead (B)(6) 1999. (B)(4).

Event description:
It was reported that extra cardiac stimulation was observed with ventricular safety pacing for the left ventricular (lv) lead. The ventricular sense response was turned off. The lv lead remains in use. No patient complications have been reported as a result of this event.